Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a 75-year-old male patient (88kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a cardiac tamponade was noticed. It was discovered by intracardiac echo (ice) and confirmed by cardiac surface ultrasound. The medical intervention provided was a pericardiocentesis and 800cc of fluid were removed. The patient was reported to be in stable condition. A larger curve agilis sheath was in use and the physician was using a transseptal approach. The catheter in use was a thermocool® smart touch® sf bi-directional navigation catheter. The adverse event was discovered during use of biosense webster products. The physician¿s did not state his opinion on the cause of this adverse event, only that there was an effusion. The physician did not know how it happened. The patient outcome of the adverse event was fully recovered (no residual effects). The patient was hospitalized overnight for observation. The generator used in the case was a smartablate. Prior to noting the cardiac tamponade, ablation was not performed. No steam pop because no radio frequency applied during procedure. The event occurred during mapping. The irrigated catheter flow setting was 2cc. The correct catheter settings were selected on the generator. The pump was not activated to increase because no radio frequency used during procedure. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were vector, dashboard and graph. Visitag not used. This adverse event was conservatively assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter because this bwi catheter was being used on the patient at the time of the event. The physician is not sure what caused the event. Should more information become available, it will be reviewed and processed accordingly.